Event description:
Boston scientific received information that this right ventricular (rv) lead displayed diminished r-wave measurements. The lead was found to have dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.